Event description:
Additional information received indicated that the lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. High potential (hi-pot) failure was found at the clavicular crush region. Visual inspection of the lead found clavicular crush damage on the inner and outer insulations and the outer coil at the middle region of the lead was bent and compressed. The reported events of failure to capture and sensing noise were confirmed, and the cause was isolated to the damage noted to the inner and outer insulation consistent with clavicle crush forces

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of oversensing due to noise noted on the right ventricular (rv) and right atrial (ra) leads. There was also a loss of capture noted on the rv lead. Lead provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time and the patient was stable with no consequences. Related manufacturer report number: 2017865-2019-14847.